Manufacturer narrative:
Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude, pacing impedance out of range, pacing delivered when not required, oversensing, and noise on presenting electrogram (egm) and more noise on isometrics. In addition, the patient had some palpitations and mild shortness of breath (sob). The physician thought this was due to implant technique. Subclavian crush with very acute bend at clavicle as suspected cause of fracture. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The allegations with the lead were confirmed based on the findin of fractured conductors of twenty six to twenty seven centimeters from the terminal pin. Moreover, the fracture were consistent with the clavicle/first rib crush. The lead segment resistance measured as electrical open due to a conductor fractures. In addition, a review of the device history record (DHR) was performed that identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. Hence, there was no indication that the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude, pacing impedance out of range, pacing delivered when not required, oversensing, and noise on presenting electrogram (egm) and more noise on isometrics. In addition, the patient had some palpitations and mild shortness of breath (sob). The physician thought this was due to implant technique. Subclavian crush with very acute bend at clavicle as suspected cause of fracture. The lead was explanted. No additional adverse patient effects were reported.